Manufacturer narrative:
A reagent issue can be excluded as the correct rerun was performed using the same reagent. The field service engineer replaced the sample probe, readjusted probes, and confirmed the analyzer was running back within specifications. Recommendations on improvements to pre-analytic sample handling were provided to the customer. No further issues have occurred since performance of the service actions. The investigation determined the service actions resolved the issue, but the specific root cause could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 303 analytical unit. The sample initially resulted in an hba1c value of 6.66 % and it repeated as 5.69 %.

Manufacturer narrative:
The hba1c reagent lot number was 76516801, with an expiration date of 31-mar-2025. The investigation is ongoing.